Manufacturer narrative:
A steris field service technician arrived onsite and inspected the unit. The technician identified a small hole in the plastic trap cool down line.the steris field service technician installed a new length of plastic tubing for the trap cool down line. The unit was tested, confirmed to be operating according to specification, and was returned to service. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their sterilizer. No injuries or procedural delays/cancellations were reported.